Manufacturer narrative:
Patient age & weight not provided for reporting. This report is for (1) unknown screw / unknown lot number. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(4) as follows: it was reported by the customer that the screwdriver shaft is defective. The screwdriver tip is damaged. During the surgery, the surgeon could not remove one of the screws. He had to use a left turn to remove the screw after breaking the screw head. A new screwdriver was used to remove the other screws. There was no patient harm and the patient is fine. The surgery was prolonged about 15 minutes. All fragments were removed. The operation was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).